Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to remote manager intermittent failure. The field service engineer replaced latch assembly, applied stabilate to plug end of wire harness and also, adjusted the fit of the hasp to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager was failed, prevented access to medications during surgical procedure. The customer mentioned that there was a delay to patient care for 2 minutes to retrieve the critical medication. The delayed medication was named as exparel. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-oct-2022 to 25-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to the remote manager was failed repeatedly. The field service engineer replaced latch assembly, applied stabilant to plug end of the wire harness and also, adjusted the fit of the hasp to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager was failed, prevented access to medications during surgical procedure. The customer mentioned that there was a delay to patient care for 2 minutes to retrieve the critical medication. The delayed medication was named as exparel. There were no adverse events or injuries reported based on this event.